Event description:
The device was returned for routine maintenance with no alleged problems. During the repair eveluation. It was discovered the audible alarm would not sound when the 5 amp circuit breaker was pulled (loss of power). There was no patient involvement. This malfunction was discovered on the technician's bench.